Event description:
Peripheral inserted central cahteter -PICC- guide wire or spiral wound reinforcing wire severed during removal of guide wire after insertion of the catheter. Wire needed to be removed from pulmonary artery under fluoroscopy.